Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarms noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that she was recently hospitalized due to having back surgery. Customer also reported that the insulin pump returned a button error alarm and the keypad was unresponsive. Customer did not recall any significant events leading up to the error alarm. Customer also reported that she currently had an untreated, high blood glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.